Manufacturer narrative:
On 28-sep-2022, bwi received the physician's contact information and section e has been updated accordingly. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A product investigation was completed based on a photograph of the complaint device. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device number 00001971 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was separated. After inserting the vizigo into the right atrium (ra) and after removing the dilatator the user noticed that the diaphragm of the valve was no longer there. The surgery was delayed 10 minutes due to the reported event. Action taken when event occurred was to remove the vizigo. The procedure was successfully completed. Fragments were generated. They were removed easily without additional intervention. There were no patient consequences. No other medical intervention was required. Hemostatic valve separation is MDR-reportable.